Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the day prior the patient experienced a blood glucose of 515mg/dl, with nausea, vomiting, large ketones, polyuria, and polydipsia, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and was treated in the hospital by their healthcare provider with insulin via injection and intravenous fluids. They remained hospitalized at the time of the call. During troubleshooting with customer technical support, it was revealed the patient had been sick and was having frequent urinary tract infections. The reporter stated ¿they did not know if the pump caused the patient¿s high blood glucose or the illness did¿. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.